Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the connector was damaged. The target lesion was located in the right artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connector was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. However, device analysis revealed shaft detachment/separation. The device was returned for analysis. The shaft, collar, and tip were microscopically examined. The distal shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) was pulled out of the collar and attached to the distal shaft. The shaft was flattened from the tip proximally for 1cm. The tip/markerband were also flattened. Inspection of the remainder of the device presented no other damage or irregularities.